Event description:
The customer routinely performs genome sequencing on all suspect sars-cov-2 samples called positive when running the taqpath¿ covid-19 combo kit. On (B)(6) 2022, one sample that initially tested positive using the taqpath covid-19 combo kit was confirmed sars-cov-2 negative via sequencing and was subsequently re-extracted and re-tested using the taqpath¿ covid-19 combo kit. The repeat results provided a negative (sars-cov-2 not detected) result, thus the initial positive result was deemed a false positive. The customer was using an applied biosystems¿ 7500 fast dx (96-well) pcr instrument. The customer did not report any serious injuries or death. Thermo fisher was able to confirm that the observed false result was reported to the physician and/or patient.

Manufacturer narrative:
During review of the customer-supplied data file, thermo fisher scientific identified one (1) false positive (fp) result in well g6, which was attributed to signal discontinuity that mimics real amplification, a pattern that is generally caused by a bubble. The bubble in reaction well g6 resulted in non-specific amplification during pcr thermocycling that crossed the threshold and caused a false positive result. The air bubbles were likely caused by inadequate centrifugation of the qpcr plate. Customer was advised to ensure that centrifugation parameters are followed per page 40 of the IFU (man0019181, rev. J) to help avoid recurrence of the issue and has not reported similar issues since.